Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material adhered in nozzle, auxiliary water channel, distal end, and insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material remaining in the device was unknown. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from distal end and auxiliary water channel; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: gif-1100 operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-1100 reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited blocked auxiliary channel due to improper reprocessing. There were no reports of patient involvement.